Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 374 mg/dl at the time of the call. The customer treated the high blood glucose with manual injections because the bolus was not working from the insulin pump. The issue was resolved with a set change. The customer stated that they have a tubing clamp and will call back to finish trouble shooting the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.